Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was having an MRI of the head/brain because he was starting to have gradual signs of dementia like getting mixed up and not remembering things day to day. The patient had parkinson's for 30 years and the managing hcp told them that for parkinson's patient who had it a long time, a progressive onset of dementia is to be expected but he wanted to order and MRI to confirm and the patient also had blood work and some other tests done as well. No further complications were reported or anticipated.